Event description:
There was an allegation of questionable albt2 tina-quant albumin gen.2 results from the cobas c 503 analytical unit. The initial result was 58.8 g/l. As this did not agree with the protein electrophoresis result of 43 g/l, the sample was repeated. The repeat result was 43.8 g/l

Manufacturer narrative:
The reagent lot number and expiration date were not provided. A review of the provided data found an issue with dirty/tubid cells. The investigation determined the issue was consistent with an improperly adjusted cell rinse or a cell overflow.